Manufacturer narrative:
Correction: b3. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the patient was experiencing critical battery alarms. Two batteries ((B)(4)) were not returned for evaluation. Review of the batteries' manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis could not be performed as the devices were not returned. The reported event was confirmed via review of the controller log files, which revealed 2 critical battery alarms. In the first instance, (B)(4) went from a high relative state of charge (rsoc) to 0% rsoc and back to  previous rsoc values. In the second critical battery alarm, (B)(4) went from a high relative state of charge (rsoc) to 0% rsoc. The battery was replaced after the critical battery alarm. Additionally, the logs recorded a spurious safety alert word (saw) value involving (B)(4), indicating that a communication error had occurred. The most likely root cause of the reported event can be attributed to a communication errors between the controller and batteries. The controller, (B)(4), in use during the event did not have the smr upgrade. (B)(4) will be processed as a npr. Additional system component being reported for this event: medical device: battery/ (B)(4)/ catalog number: 1650 / expiration date:01/31/2017. UDI #: unk. Device available for evaluation: no. Device evaluated by manufacturer?: no, not returned to manufacturer. Device expiration date: 01/31/2016 labeled for single use? No. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices for this complaints: (B)(4) - 1650 - exp. Date: 01/31/2017. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. In the absence of power switching,the function of the critical battery alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. The redundant power source will continue to supply power to the vad. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
It was reported by from the vad equipment manager that the patient experienced two critical battery alarms. Battery (B)(4) on (B)(6) 2017 at 12:55:41 with a battery capacity of 78% at the time of the alarm. Battery (B)(4) on (B)(6) 2017 at 18:37:37 with a battery capacity of 52%. The batteries were replaced with no reported consequence or impact to the patient. No further information was provided.

Manufacturer narrative:
Additional information regarding component - (B)(4). Brand name. Heartware® ventricular assist system - battery, di #: (B)(4), device available for evaluation: yes - date returned to manufacturer - 2017-oct-06, device evaluated by MFR: yes, device evaluated by manufacturer. Recall (if recall number is given): notification, correction/removal number: z-1917-2015. Two batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. The reported event was confirmed via review of the controller log files, which revealed two critical battery alarms. In the first instance, (B)(4) went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. In the second critical battery alarm, (B)(4) went from a high relative state of charge (rsoc) to 0% rsoc. The battery was replaced after the critical battery alarm. Additionally, the logs recorded a spurious safety alert word (saw) value involving (B)(4), indicating that a communication error had occurred. The most likely root cause of the reported event can be attributed to a communication errors between the controller and batteries. Of note, the controller in use during the event did not have the software maintenance release (smr) upgrade. The manufacturer will submit a supplemental report if new facts arise which materially alters information submitted in a previous MDR report.